Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the craniotome device was stuck to the motor device. It was reported that there was a minor delay to the surgery. It was not reported if a spare device was available for use. It was reported that there was no harm to the user or patient. During service and evaluation, it was determined that the craniotome device foot was drill into and the neuro tip was bent/damaged. It was further determined that the locking mechanism was stiff/stuck, the device was cosmetically worn, the bearings were worn, and there was corrosion/rusting/pitting. It was further determined that the device failed pretest for visual assessment and lock operation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.